Manufacturer narrative:
Customer returned 9 unused packs of prgrs121 from lot number 0000196313. Using microscope visually checked files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specifications on 0170-sp-ptgrs121-a. Returned product has been analyzed and was found in compliance with specifications.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold shaping file separated. The separated piece was not retrieved and was incorporated into the fill.